Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. Customer reported that they did not receive sensor updating and receive calibration not accepted. Customer performed test on transmitter and it was passed. The device will not be returned for analysis.